Event description:
Consumer called to report pt's meter giving high readings. Adjusted insulin accordingly. Pt started acting like pt had low blood sugar, took pt to the ER where their blood sugar read below 20.